Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4): an evaluation is in process.

Event description:
The customer observed a blood donor with a false (B)(6) core antigen (B)(6) result on the prism next blood screening instrument. The following data was provided: donor (B)(6). Prism (B)(6) specimens with an s/co value of less than or equal to (B)(6) are considered (B)(6). The donor was (B)(6). Nucleic acid testing for (B)(6) was also nonreactive. There was no impact to patient management. The sample type was serum tubes. The samples were centrifuged according to package insert recommendations.

Manufacturer narrative:
Further investigation of the customer issue included a review of historical data, device history record review, a review of labeling and specificity testing. The investigation included review of the submitted data and product historical data. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. Clinical specificity for abbott prism hbcore lots 11165m500 and 22010m500, was evaluated through review of initial reactive (ir) and repeat reactive (rr) rates and compared to the 95% confidence intervals in the package insert. The ir and rr rates were less than the abbott prism hbcore package insert upper 95% confidence intervals of 0.66% and 0.63%, respectively. Acceptance criteria were met, and no malfunction of the device occurred. The products are performing as expected. Based on the available information, no product deficiency was identified.